Event description:
A patient was prepped with prevail solution in preparation for a c-section and draped per policy. Due to a change in the patient's condition, the c-section became emergent. Prep solution dried on abdomen and drape was modified per physician preference. The incision was initiated with an esu (electrosurgical cautery unit). Immediately it was noted that a lap sponge and patient's exposed pubic hair appeared to be on fire. The lap sponges were removed and placed in normal saline, and saline was poured on the surgical field to extinguish the fire. The cautery tip was changed and surgery proceeded without further incident. Two dime-sized burn areas were noted cephalad of the pubic area. Silvadene ointment was applied to those areas. Follow-up reveals that the burn is described as minor, first degree or less.